Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said the trial worked great, but the implant never panned out; it never worked. They added that the device was moved three times, but it never worked so ins was removed; the leads are remaining. The patient said they have some nerve damage due to where the device was placed, scar damage, and they now have pain in that area. No further patient complications have been reported as a result of this event.